Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was previously capped in (B)(6) 2021 approximately 118 months after the implantation due to unknown product performance issue. It was now completely explanted in december 2022 during the explantation of the successor lead. Should additional information be received, this file will be updated.